Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 350mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer stated that the events leading to her admission was vomiting. The time and date on the insulin pump were correct. Reviewed the programming and found that the customer does not have her basal rates memorized. Ran a fixed prime and high pressure test and they passed. No further info was provided.